Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 25 bd nano¿ 2nd gen pen needles were difficult to prime and had no insulin flow. The following information was provided by the initial reporter: "consumer reported when priming, no insulin flows. Stated, she is not over tightening when attaching stated, she primes 1 or 2 units stated, over the last 3 days, she's noticed an increase in the problem and has wasted 25 or more pen needles".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 bd nano¿ 2nd gen pen needles were difficult to prime and had no insulin flow. The following information was provided by the initial reporter: "consumer reported when priming, no insulin flows. Stated, she is not over tightening when attaching stated, she primes (B)(4) units stated, over the last 3 days, she's noticed an increase in the problem and has wasted 25 or more pen needles".